Event description:
It was reported that the bd needle precisionglide 18x1-1/2in package was damaged/defective. The following information was provided by the initial reporter translated from portuguese to english: needle12x40 lot 2153919 (300017) 18 pieces reason: 7 units - suspected puncture in the packaging due to extension at the tip of the protective cover reason: 1 unit - break in protective cover reason: 9 units - foreign body (5 adhered black spots, 4 foligens similar to plastic threads on the cannon, and 1 glue leak).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Sample and photos received by our quality team for investigation. Through visual inspection, black dots, epoxy, shield damaged, and package damaged are observed. Further evaluation was performed, foreign matter appears to be dirt. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Foreign matter-dirt: possible root cause is associated with the molding process. Parts from molding to assembly area are transported with vibration and vacuum, protections are installed in transport system and equipment to avoid damage on product. Epoxy: the adhesive used to join the cannula with the hub, this condition is part of the assembly process and when it occurs, the length of the injectable area is verified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Shield damaged: possible root cause is associated with the needle assembly threading problem. Packaging damage: functional testing was performed, no holes or open seal observed. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.